Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 3. (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported on (B)(6) 2024 that the patient experienced issues with three infusion sets. The infusion sets leaked during bolus administration, and leakage may have occurred at the qr/connector or at the site. The events occurred on 30-apr-2024, 31-apr-2024 and 03-may-2024. The infusion sets were in use for a duration of three days. No further information available.